Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed that the device was involved in instances around the time of the reported event date where premature switching events occurred. These alarms and the premature switching events are most likely due to communication anomalies between controller and batteries. Analysis revealed that the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware has an open internal investigation to evaluate the anomalies of communication error between the controller and batteries heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was having toggling when his battery was at 75 percent (%) charged. It was stated that there were no adverse events that occurred but that the patient was anxious. The battery was taken out of service and exchanged. No additional information available.